Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary - (B)(4) - battery depletion-normal. (B)(4) no anomalies found, outer insulation cosmetic depression. Proximal segment returned and analyzed. (B)(4) no anomalies found, outer insulation cosmetic depression. Proximal segment returned and analyzed.

Event description:
Asku

Event description:
Review of manufacturer's database revealed the patient died approximately 11 months after device implant. The cause of death has been requested and not received. Follow up with the clinic reported they had had no issues with the device or leads prior to death.